Event description:
User facility reported that the device "did not function correctly." According to reporter the patient went into cardiac arrest during the intubation procedure. Further information has been requested from reporter included patient outcome and nature of device issue; this information has not been provided at this time.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.